Event description:
It was reported that the ventilator's turbine failed with no flow and no peep while connected to a patient. The ventilator had an audible alarm when the reported problem occurred. The patient's spo2 decreased from 95% to 80% for about 2 minutes. The patient was sedated due to respiratory fatigue and was placed on another ventilator.